Manufacturer narrative:
Concomitant product: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that premature battery depletion occurred, less than 3 years. Replacement of the implantable neurostimulators (ins) were required. Settings at the time of replacement were: left ins: 3.3v/60pw/130hz c+3- service status: "ok" 2.90v right ins: 3.8v/90pw/160hz c+2- service status: "ok" 2.77v therapy impedances: left ins: 839ohms 3.938ma right ins: 856ohms 4.458ma it was unknown which ins was the left and right. The issue was resolved at the time of this report. The patient was alive with no injury. If additional information is received, a follow up report will be sent. Reference manufacturer report# 3007566237-2015-04022.